Manufacturer narrative:
The account's maintenance replaced the siderail cables and the siderail frame assembly to repair the bed.

Event description:
The account's maintenance stated that both the bed function and communication cables are cut, exposing bare metal wires due to a broken weld on the siderail frame.